Event description:
Customer initially reported that their abbott diabetes care device was not powering on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Product has been returned and is currently undergoing investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Reader did not power on with button press, strip, or usb (universal serial bus) cable insertion. Reader was connected to computer and software was not able to recognize the reader. The returned reader was further investigated and de-cased. Burn marks were observed. An extended investigation was performed. Reader was visually inspected and no issues were observed. Reader did not power on. The reader was unable to communicate with software and the reader log was unable to be downloaded. Burn marks were observed surrounding the u13 ic component. A visual inspection was performed using a microscope on the reader and reader's printed circuit board assembly (pcba). Contamination and burn marks were observed around the u13 ic component. The back of the returned battery casing was visually inspected and melting through the foam padding was observed. The battery was connected to the reader and it was evident that the location of the u13 ic lined up with the location of the area of the melted foam. The reader event log was unable to be downloaded. Bench testing was performed on the reader. The returned battery was measured using a digital multimeter and the result was not within the specification range. A known good battery was used to attempt to power on the reader but the reader did not turn on. The returned reader was monitored under a thermal camera and hotspots on the stm processor (u2 ic) and u5 ic components were observed, which indicates that incorrect adapter was used. R100 pulldown resistor was measured and any voltage across this resistor was evidence of excessive voltage/current bypassing the stm vbus protection circuit. This excess voltage/current through the u2 and u5 ic components would permanently damage the components rendering the reader was unable to be turned on and will exhibit hotspots when operation of the reader was attempted. The reported field event of the reader being unable to turn on was not confirmed to use. It was determined that the reader was not able to be powered on due to incorrect usb power adapter usage by the customer. The use of an incorrect usb power adapter to charge the reader will surge critical ic components of the reader with excess voltage/current and permanently damage the reader. This was not possible with the abbott provided usb adapters; therefore, the issue is not confirmed to use due to incorrect adaptor used. At this time, the cable and adapter has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the products met specifications prior to release to distribution. If partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device was not powering on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.